Event description:
Catheter was placed in 4/2001, dressing was wet, when dressing was removed the hub was sitting under the dressing with no catheter attached. The catheter had migrated and had to be removed.